Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack in case at display. The customer stated that the device is not bumped or dropped and crack is seen display. The customer stated that the drive support cap has no damage. The customer did not pressed the cap while connected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that the alarm happen during normal use. The customer was asked verbally and in written form to return the broken pump for analysis.